Manufacturer narrative:
According to the rec'd info, this penile prosthesis was implanted on 10/23/96. On 9/5/96 a rec'd complaint stated, "[the pt] was implanted with a [penile prosthesis] in october 1990. Unfortunately, the device now fails to inflate. [The pt] has been advised to have it removed". At this time there have been no rec'd reports that a serious injury, med intervention or surgical intervention has occurred. The pt rep has not provided a means of continuing our investigation at this time. To date, this complaint has not been confirmed to the MFR by a med professional. Without info from a med professional or an explanted device, qa is precluded from commenting on the status of this device. Should add'l info and/or the explanted device become available, the file will be re-opened and re-evaluated.

Event description:
The pt is experiencing "failure to inflate the device".